Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has requested the 8mm sureform 30 stapler instrument to be returned for failure analysis investigations. However, the product was reportedly discarded. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer reviewed the stapler logs for this event. The logs show that sureform 30 instrument (part #488530-10, lot #u90220315-0042) was installed 2 times and fired 1 reload (white). The firing was completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted adrenalectomy procedure, an 8mm sureform 30 instrument fired on tissue and a small section of tissue at the distal end of the jaws was not cut. The surgeon used another instrument to divide the remaining uncut tissue and continue the procedure. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, an 8mm sureform 30 instrument fired on a tissue bundle containing the adrenal vein and a small section of tissue at the distal end of the jaws was not cut. The surgeon stated that they believe this remaining uncut tissue resulted from them not placing the tissue far enough in the jaws of the stapler since the surgeon was considering the distal tip of the stapler to be in proximity to the liver. The surgeon said they cut distally to the staple line on the specimen side to divide the uncut tissue. The surgeon used ¿endosheers¿ with no energy to cut this specimen tissue that was being removed. The surgeon said this event had ¿no impact at all¿ to the procedure and patient outcome. This procedure was completed robotically. The patient was discharged the following day with no post-operative complications.